Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported being admitted to the hospital with ketoacidosis. She was treated with insulin. Caller alleges there is leakage of insulin under the self-adhesive. Requested return of the alleged device for evaluation.